Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 8 months. The pump remains off and implanted in the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after over 1.5 years of support, during a routine hospital visit, elevated pump power readings were observed. The patient¿s d-dimer value was 1080 ng/ml. A transesophageal echocardiogram showed an ejection fraction of 38%. A CT scan showed a thrombus in the outflow graft approximately 4 to 10 cm in front of the aortic anastomosis. The patient was reportedly doing well, and lvad support was discontinued on (B)(6) 2017. The patient was discharged home on an unspecified date. No additional information was provided.

Manufacturer narrative:
The report of suspected pump thrombosis could not be conclusively determined as the pump remains in situ and was not returned for evaluation. However, the report of elevated pump power readings was confirmed based on the evaluation of the submitted system controller log file, which captured elevation in pump power up to 10.4 watts on (B)(6) 2017. A specific cause for the high pump power consumption could not be conclusively determined. Although it was reported that a CT scan showed thrombus inside the outflow graft, the image was not provided to the manufacturer for analysis. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.